Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, he had experience low blood glucose of 49 mg/dl. Customer was outside working on a wood shed and he went low. Customer stated the device did alarm but he continued working as he has been having differences with sensor and blood glucose readings. Customer couldn't recall his sensor reading. Customer declined troubleshooting assistance. Customer is not returning the insulin pump for analysis.